Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. Tandem technical support provided information on how to reset the pump and assisted the caller with this process, although the caller was unable to complete the reset over the phone and chose to reset the pump independently.